Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the alarm is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's (B)(4) and reported a system error 2240 alarm, which occurred on the homechoice (hc) during use. The home patient (hp) stated that one of the bags fell and became disconnected. The baxter technical service representative (tsr) explained to the hp that he would need to start over with new supplies. On (B)(6) 2010, product surveillance contacted the patient. The patient's wife repeated that the supply bag fell and got disconnected but did not know the cause. The hp used manual supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.